Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump squirted out insulin during priming. The customer¿s blood glucose was unknown. Customer reported chunk of plastic missing by battery cap. Customer declined to report to 24 hour technical support. The insulin pump will not be returned for analysis.